Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for single leaflet device attachment (slda). Based on the available information, a cause for the reported slda could not be determined. A cause for the poor image resolution could not be determined. The reported mitral regurgitation (mr) appears to be a cascading effect of the slda. Additionally, mr is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention and hospitalization are the results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report single leaflet device attachment/slda, recurrent mitral regurgitation, prolonged hospitalization, and medical intervention. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted difficulty fully visualization the posterior leaflet. On (B)(6) 2021, one clip was implanted, reducing mr to 1. Then on (B)(6) 2021, it was discovered that the clip became detached from the posterior leaflet but remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4. The patient remained hospitalized and underwent a second mitraclip procedure. One additional clip was implanted, reducing mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.